Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient of (B)(6) in height had an intra-aortic balloon (iab) placed. The iab leaked at the "y" section (bifurcate) of the iab which connects with the fiber optic sensor (fos) pressure sensor. Bubbles leaked from the pressure part when the pump was generated. The clinical nurse handled the leakage part with a stick. The bubbles decreased and a crack was found on the "y" part. The catheter was taken out and not replaced as patient was done with therapy. The patient outcome was listed as "fine". There was no reported patient death, injury or complications. No reported delay/interruption in therapy. Medical/surgical intervention was not required.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint that there was a leak at the hub of the central lumen is confirmed. During functional testing, a crack was found at the injection site of the bifurcate for the central lumen. This crack allowed a leak to occur at the injection site of the central lumen. The root cause of how the crack occurred is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. A nonconformance has been initiated to investigate the cause.

Event description:
It was reported that a patient of (B)(6) in height had an intra-aortic balloon (iab) placed. The iab leaked at the "y" section (bifurcate) of the iab which connects with the fiber optic sensor (fos) pressure sensor. Bubbles leaked from the pressure part when the pump was generated. The clinical nurse handled the leakage part with a stick. The bubbles decreased and a crack was found on the "y" part. The catheter was taken out and not replaced as patient was done with therapy. The patient outcome was listed as "fine". There was no reported patient death, injury or complications. No reported delay/interruption in therapy. Medical/surgical intervention was not required.